Manufacturer narrative:
(B)(4).

Event description:
It was reported during a remote follow-up, far field p-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. The recommend programming changes were made. The patient will be followed-up remotely. The patient condition is fine.